Manufacturer narrative:
The reported event of needle insertion difficulty was confirmed. The results of the investigation concluded that resistance was noted near the distal end of the dilator when a brk needle/stylet assembly from current inventory was advanced through the returned dilator and sheath. The dilator tubing was cross-sectioned and a build-up of skived material was noted at the distal end of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the skiving remains unknown.

Event description:
During the procedure, the needle was unable to pass through the sheath while using a guidewire. The introducer was removed from the patient and a hole was noted on the sheath body. The device was replaced and the procedure was completed with no adverse consequences to the patient. Based on analysis of the returned device, skiving was noted.